Manufacturer narrative:
Expiration - unk as lot is unk. Event eval: still under investigation.

Event description:
A (B)(6), male, pt, presented with an infection to the physician confirmed by CT scanning. The pt expired (B)(6) 2011 due to staph sepsis. The graft was originally implanted at a different facility on (B)(6) 2009 by a different physician. CT scanning revealed an anteriorly located periaortic phlegmon at the level of the suprarenal fixation stent as the probable cause of the sepsis. There was evidence of aortic wall erosion at this level with bleeding into the phlegmon.